Manufacturer narrative:
A ge service representative performed an onsite investigation. Contacts in the workstation were evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the workstation does not completely boot up. There is no report of injury or death associated with the event described in this complaint